Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The reported issue was able to be verified and duplicated. Starting the pump with a disposable attached gave a "no disposable" error. Multiple attempts gave the same error. It was also reported that the pump failed the upstream sensor test. The cause of the issue was determined to be a faulty upstream sensor.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 displayed a double beep that there's no cassette attached. There was no reported injury to the patient.